Event description:
Additional information revealed the pump was explanted due to infection at the pump site. A dye study was conducted on (B)(6) 2013, and it was said that "all is well" with the system. The patient was planned to have the system replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient received a blood patch. On the day of this report, the patient was noted to have fluid collection around the pump. It was reported, the health care provider wanted to refill the patient later in the week to see if the fluid resolved. It was reported, the patient was experiencing intermittent headaches and there were no reports of increased pain. The low reservoir alarm was reprogrammed from 2 milliliters to 0.5 milliliters and the plan was the refill the patient on friday. The device system was used to administer morphine. It was later reported, the patient had received the blood patch to help a headache, after rest and caffeine did not resolve the issue post implant. It was reported, the patient had swelling at the pump site and was going to have a dye study the following monday. Additional information has been requested, but was not available as of the date of this report.